Event description:
It was reported that this patient contacted technical services (ts) alleging that the right ventricular (rv) lead was damaged. No adverse patient effects were reported. This lead remains in service.